Event description:
It was reported that the customer felt the bronchoscope did not allow safe and effective passage of biopsy needle tools through the working channel. Additionally, the angle in which the working channel and the ultrasound transducer is positioned prevented a needle from passing easily through the scope. The customer reported this had occurred on multiple occasions and different patients and resulted in fragments of the needle sheath being sheared off and falling into the airway. It also damaged needles and bronchoscopes. It was additionally reported that this issue primarily occurs with vizishot 2 needles. However, it can occur with vizishot 1 but not as frequent. There was no further information obtained on the number of patients and outcome. This report is related to the following patient identifiers: (B)(6), (manufacturer report number 3002808148-2024-10830 and importer report 2429304-2024-0000455), and (B)(6), (manufacturer report number 3002808148-2024-10833 and importer report 2429304-2024-0000456).